Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was damage to the usb port that prevented the customer from being able to charge the pump. Blood glucose was 210 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.